Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the scs ipg replacement procedure (1627487-2014-25636) the lead broke in the ipg header. Therefore, the physician explanted the lead and replaced it with another one which has resolved the issue. The procedure was extended for 1.5 hrs due to this issue. The patient has effective stimulation.